Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with no damage. Event history log review was performed and found indications one 20ml bolus test was performed prior to the pumps return to smiths. Visual inspection and delivery accuracy testing were performed. The customer's reported problem regarding "pump is giving error message of low-res volume even after resetting volume back up to 100ml (given 0ml)" was unable to be duplicated. During investigation sensor testing found the pump downstream occlusion sensor value within manufacturing specification. Simulated use testing was unable to replicate the error, and the pump would add and subtract from the volume and given register log as the pump ran. The pump was tested for delivery accuracy and delivery accuracy testing found the pump functional with pumps average delivery error to be within the published specification of +/-6%. No problem found with the pump.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited error message of low-res volume even after resetting volume back up to 100ml (given 0ml). It was reported that troubleshooting and pump set up was review and the patient did everything correctly, but the pump still displayed error message. Reported that the patient is infusing medication using back up pump. No patient consequences were reported. No adverse effects were reported.